Event description:
The jetstream catheter was used to treat a long denovo and in-stent restenosis lesion in the proximal sfa. A significant thrombus burden was suspected prior to the use of the jetstream device. The physician made two passes in both the minimum and maximum diameter mode, resulting in significant improvement in flow and lumen diameter. The device was removed and it was noticed that a collection of thrombus/plaque had accumulated proximal to the spider basket. The spider wire was removed with a 6f rabbe sheath. A small piece of suspected thrombus was observed in the vessel and a viabahn stent was used to tack it against the artery wall. A subsequent angiography run below the knee revealed a small embolus in the peroneal artery. It was suspected, but not certain, that the emboli resulted from the pta performed post jetstream because the jetstream was not used without the spider in place. The embolus was tacked to the vessel wall with the balloon and the procedure completed. The patient did well and experienced much improved flow to the foot.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.